Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Customer reported via phone call that the a broken piece at the top of the reservoir. Customer's blood glucose level was unknown at the time of the incident. Customer stated that top part of reservoir compartment was cracked. Customer stated that the reservoir was did lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.